Manufacturer narrative:
The returned device was evaluated. Inspection of the device found the reported customer issue was confirmed. The device upon inspection observed the units¿ coupler nut is loose causing the coupler to wobble (move unsteadily from side to side). Fading was noted on the rear cover label. Service repair noted the failure physical defects noted to be due to mishandling. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported that the device coupler nut is not holding the scope very well, it was loose. The issue found during preparation for use. There was no patient involvement on this event reported. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the phenomenon was reproduced during device evaluation and it was confirmed that the nut of the coupler was loose. Therefore, it is assumed that the nut of the coupler became loose due to an impact caused by the user dropping the device, etc., and the scope could not be held. This event phenomenon could have been prevented. As stated on the IFU (instruction for use) the user manual states: do not strike the camera head. The camera head may be damaged do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.